Event description:
It was reported that after a surgery, the post-operative x-ray showed a drill tip still remaining in the patient, which wasn¿t realised during the operation. An additional surgery was required to remove the broken drill tip. Per complaint reporter there was no harm for patient, operator or third party. ***update c mackenbach 20-aug*** additional information was provided that the original surgery date was a latarjet procedure on (B)(6) -2025 and the revision surgery date was on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.